Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a loss of power alarm three separate times. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.